Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius regional equipment specialist (res) was called onsite at a user facility to repair a machine displaying a low conductivity alarm, and during repair the fresenius res noted the machine had a discolored power plug. The plug is clear plastic and there was a slight brown tint to the plug. There was no indication of melting, and the machine had no power issues related to the plug discoloration. The fresenius res technician replaced the power plug of the unit. The power cord was damaged and no longer functional. No flames or sparks occurred, no smoke was observed, and no burning smell was noted. The fresenius res technician replaced the power cord to resolve the issue. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The 2008k2 hemodialysis machine was not returned to the manufacturer for physical evaluation, however, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The res replaced the power plug to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts were returned to the manufacturer for analysis. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the event as reported. A visual examination performed by the res revealed the power plug to be burnt. Therefore, the complaint has been deemed confirmed.